Event description:
It was reported that "button to wake pump hardly works, needs excessive force to push." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.